Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 580 mg/dl. Customer was treated with bolus. Customer also reported that when changed the set it was affect the insulin. Customer declined troubleshooting for high blood glucose readings. No product is expected to return for analysis.